Event description:
Family member heard ventilator alarm. Checked cuff volume and found ok. Heard air leakage from tube and on examination discovered small cut in ventral wall of shaft just below neck=flange.